Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during surgery. Customer added that the user was trained to move the anesthesia pyxis machines around in the operating room if they have any issues. The customer requested a tech to schedule a respective time to remote in or take a look at it. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, g2, h6 complaint history review: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. Device history review: a review of the device history record for sn (B)(6) was performed from 16-feb-2022 to 16- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Investigation summary: upon investigation of the actual devices used in this incident, it was determined the system was randomly shutting off and rebooting due to unsecured/unseated electronic cabinet cables. The field service engineer secured all electronic cabinet cables and pyxibus cables and tested them for proper operation. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident a field service engineer was unable to replicate the reported behavior but performed preventative maintenance as a precaution. Electronic cabinet cables and pyxibus cables were reseated and verified. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer added that the user was trained to move the anesthesia pyxis machines around in the operating room if they have any issues and also confirmed there was no negative outcome from the pyxis shutting off. There were no adverse events or injuries reported based on this event.